Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported incident could not be duplicated. A review of the internal event log suggests the device experienced several user advisories related to connection and oxygen supply with no faults noted. The device was stress tested and no faults occurred. An internal inspection revealed the flow screens were dirty which may have been a factor. The flow screens were replaced as a precaution. The device was recertified for clinical use and returned to the customer no emerging trend based on similar reports.

Event description:
Complainant alleged that while attempting to treat a 75-year-old male patient, the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.